Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on product. Visual inspection found the haptic broken and bent. Dimensional width verification was performed, and the lens was found to be in specification. Dimensional length verification was performed, and the returned lens did not meet original values measured at the time of manufacturing. Corrected data: h6: adverse event problem: medical device problem code (a): 3189. Claim # (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure,returned an unknown damaged lens. No further information provided.